Manufacturer narrative:
The user facility stated that after a completed sterilization cycle, the operator of the transfer cart began to move the transfer cart when a "click" noise was heard and the front wheels of the cart began to move towards the back wheels of the cart. The operator let go of the transfer cart at which time the cart and cart contents fell to the ground. A steris district service manager visited the facility following the event. The service manager inspected the transfer cart and concluded the cart was operating according to specification; the reported event could not be duplicated. While onsite, the service manager reviewed the proper operation of the transfer cart with the facility. No further issues have been reported.

Event description:
The user facility reported their 66" transfer cart did not operate properly causing the cart and all contents on the cart to fall to the floor. There was no report of injury, procedural delay or cancellation in relation to the reported event.